Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, mildly calcified mid left anterior descending artery. After deployment of the 2.5x23 mm xience v stent in the lesion, a dissection was observed at the proximal end of the stent. A 2.75x15 mm xience v stent was deployed to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.